Manufacturer narrative:
UDI information is unknown. Operator of device: operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code during testing. There was no patient injury reported.

Manufacturer narrative:
One device was received. No physical damage was reported. A review of the history log showed "unable to download due error code". Functional testing was not performed because clock battery lead contact was pulled off and message error code 1261 on the pump display. The root cause was unit board was damaged cause clock battery was pulled off and the message error code 1261 on the pump display. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microprocessor unit board.